Event description:
It was reported the patient experienced withdrawal. The catheter broke. The patient was admitted to the hospital on (B)(6) 2013. The pump was replaced. The patient was receiving oral morphine but it was noted as ¿not enough.¿ the pump was delivering prialt and infumorph additional information reported the catheter broke at the catheter tip. The pump elective replacement indicator (eri) was four months. The pump and catheter were replaced. The patient was stable.

Manufacturer narrative:
Product ID 8709sc, lot# n174310005, implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8590-1, lot# n167970, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being treated with infumorph (morphine) and prialt (ziconotide acetate). Morphine (hospira) was added as a co-suspect medication. The patient had been scheduled for elective replacement of her pump and catheter which was to take place during the week of (B)(6) 2013. On an unreported date, the patient started treatment with infumorph at a dose of ¿12.485¿ via implanted device (frequency not reported) for rsd/causalgia-complex regional pain syndrome and spinal pain. On an unreported date, the patient started treatment with prialt at a dose of ¿0.9988¿ (route and frequency of administration and indication for product use were not reported). On an unspecified date, the patient started treatment with morphine manufactured by hospira via implanted device. On an unreported date, after starting the products, the catheter for the pump broke and the patient subsequently went through withdrawal. The patient was given morphine orally, but that was not enough. Therefore, on (B)(6) 2013, the patient was admitted to the hospital. On (B)(6) 2013, the patient had to have the pump replaced. As of (B)(6) 2013, the statuses of the event and product use were unknown. Per medical records, it was learned the patient started experiencing hallucinations, confusion, lack of eating, and lack of sleep on (B)(6) 2013 (it was also reported the patient experienced ¿recurrent symptoms,¿ which developed ¿about a month ago¿) on (B)(6) 2013 the patient was seen by her pain management specialist and was subsequently sent to the emergency department (ed). The patient presented to the ed on (B)(6) 2013 at 11:38 with nausea, vomiting, abdominal pain, altered mental status (also reported as ¿mental status changes worrisome for narcotic withdrawal¿) and infusion pump malfunction. The chief complaint was listed as altered mental status. It was reported that ¿apparently the patient has a fracture of the delivery system of the infusion pump and she¿s been supplementing her medication orally.¿ upon presentation the patient was positive for hallucinations, behavioral problems, confusion, decreased concentration, agitation, cognition and memory impairment and altered mental status. The patient was oriented to person, place and time but was noted to be distressed, mood anxious, with speech that was ¿rapid and /or pressured and slurred¿ and expressing impulsivity. The patient was started on patient controlled analgesia (pca) with dilaudid. A portable anterioposterior ap chest x-ray performed on (B)(6) 2013 at 13:06 showed right hemidiaphragm elevation and minimal basilar atelectasis, impression noted ¿no acute chest abnormality.¿ assessment at the time included possible right lower lobe infiltrate, shortness of breath, and congestion, with treatment including duoneb (ipratropium bromide and albuterol sulfate) and zosyn (piperacililin-tazobactam). By (B)(6) 2013, the patient¿s nausea, vomiting and abdominal pain had resolved and she was noted to be in ¿no distress,¿ though her mental status changes continued. On (B)(6) 2013- the patient underwent removal and replacement of her pain pump and intrathecal catheter. Preoperative diagnoses included: rsd; fractured intrathecal catheter; pump end of battery life. During the course of the procedure, the pump and the catheter were removed in their entirety. It was noted that the catheter was found to be fractured at the insertion site and obstructed. While still in the operating room (or) the patient was found to be congested and wheezy. The new pump was programmed to give a daily dose of 8 mg morphine daily. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. On (B)(6) 2013, the patient was discharged to a skilled nursing facility. Discharge medications included keppra 500mg orally twice daily, synthroid 175 mcg orally daily, mirapex 0.125 mg 3 times daily, lyrica 50mg orally 3 times daily, xanax 0.5 mg tablet 4 times daily, cardura 1 mg orally nightly, nexium 40mg orally daily before breakfast, and elavil 150 mg orally nightly. On (B)(6) 2013, the patient followed up with the reporting physician at which time she was stable. On (B)(6) 2013, the reporting physician indicated ¿patient symptoms were unrelated to infumorph or hospira morphine.¿ no additional information was provided. The pump was delivering infumorph (morphine) and prialt (ziconotide acetate). (Please see attached medwatch report #(B)(4)) (please refer to manufacture report# 3004209178-2013-22155 regarding the symptoms following the device replacement.)